Event description:
It was reported that, upon connecting the colonovideoscope, the image displayed on the monitor appeared static and fuzzy. The issue occurred during preparation for use, and there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.